Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00682. It was reported the patient underwent an scs trial procedure on (B)(6)2017. During the procedure, one of the electrodes became detached from one of the leads (intended for use) when the doctor attempted to adjust the lead's location. In turn, the lead was removed and another lead was used to complete the procedure. Note: it's unknown which lead was liable. As a result, both leads intended for use are being reported.